Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing resulting in inappropriate shocks on different occasions. Technical services (ts) discussed possibly programming to secondary or alternate vectors if viable. It was noted this patient was short of breath and dizzy. This electrode remains in service. No adverse patient effects were reported.